Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. Philip's field service engineer (fse) could not duplicate the reported problem. The fse ran unit in normal mode for 30 minutes and it was operating fine and there was no issues with the display. Unit passed self testing successfully.

Event description:
The customer reported the screen down and black. There was no patient involvement reported. The event date was not specified; estimate used.